Manufacturer narrative:
A2. Reported patient age (60 years) is the mean age from all patients included in the study. A3. Reported patient sex (female) is representative of the majority of patients (77.4%) included in the study. B3. Reported event date is date article was initially published online. This report is being submitted specifically regarding patient deaths reported in the article, any reportable malfunction and/or serious injury that did not result in death will be reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Abramyan, a., roychowdhury, s., sundararajan, s., tran, d., samaan, m., <(>&<)> gupta, g. (2025). Single-session and staged combination of pipeline embolization device and woven endobridge device for complex aneurysms: techniques and lessons learned. Operative neurosurgery (hagerstown, md.). Https://doi.org/10.1227/ons.0000000000001769. Medtronic review of the literature article found a retrospective review of patients who underwent aneurysm treatment with pipeline embolization device (ped) and the non-medtronic web device. Some patients underwent treatment with both ped and web devices; this group was further analyzed for single versus staged intervention. 2 patients (2.4%) in the ped only treatment group had noted outcome of mortality. Neither cause of death nor possible relationship to the device or procedure were reported in the article.